Event description:
It was reported on (B)(6)2010, that the patient never had therapeutic effect. It was stated that the patient recently underwent a liver transplant. The patient no longer used the ins, due to the lack of adequate pain relief received from the device. The patient stated that the physician who performed the transplant "recommended" that the patient's ins be removed. The patient would like the ins removed. The patient was redirected to the healthcare provider (hcp). It was later reported that the patient experienced stimulation in the wrong location. The patient stated that the leads had shifted six inches and a revision was performed. No pain relief had been felt following the revision. The patient stated that the hcp suggested that the "ins was on the patient's sciatic nerve." The patient requested the device to be explanted and was redirected to the hcp. No further details or patient outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)